Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. The fse replaced the red/white processor board to resolve the issue. The fse verified instrument operation with startup, latron, controls and patient samples. All recovered within specification without error. Bec internal identifier (B)(4).

Event description:
The customer reported intermittent high platelet (plt) results on startup, controls, and patient samples when cycled on their coulter lh 500 hematology analyzer. Patient data was requested but not provided for this event. The field service engineer (fse) confirmed that there were no erroneous platelet results released out of the laboratory. There was no death, injury or change to patient treatment due to this event. Information on whether the high plt results were flagged was requested but could not be confirmed. The fse did not know if the results in question were flagged.